Manufacturer narrative:
This complaint is confirmed and will be recorded as user related. As evidenced by the sample returned to flexura guidewire has been damaged through use. The damage incurred to the guidewire exhibits severe tensile elongation to the outer coils, the center core wire has severed from its distal weld tip. The distal weld tip is missing from the complaint sample and its location at this time is unk. The user should not pull the guidewire back over the needle bevel as this may damage or sever the end of the guidewire. The introducer needle was not returned for evaluation. The products instructions for use (IFU) cautions the user to, "if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire. The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. This appears to be a user technique issue. The product IFU gives instructions on proper placement techniques and guidelines for removal of the guidewire. A lot history review (lhr) of revc1188 showed no other similar product complaint(s) from this log number.

Event description:
Attempt to place PICC on l arm in basilic vein. Unable to thread guidewire, when retracting wire, resistance met. Needle with wire pulled out of arm together, noted that wire was frayed and piece appeared to have broken off. Surgical removal on (B)(6) 2011 required.